Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstruation irregular ("my periods strated becoming irregular"), dysmenorrhoea ("my periods strated becoming irregular heavy and painful"), mood swings ("mood swings"), depression ("depression"), abdominal distension ("bloating"), tooth loss ("teeth falling out"), tooth fracture ("teeth cracking"), toothache ("tooth pain"), stomatitis ("sore in mouth/ hurts to brush the teeth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("extra pound"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, fatigue, menstruation irregular, dysmenorrhoea, mood swings, depression, weight increased, tooth loss, tooth fracture, toothache, stomatitis and vitamin d deficiency outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, fatigue, menstruation irregular, mood swings, stomatitis, tooth fracture, tooth loss, toothache, vitamin d deficiency and weight increased to be related to essure. The reporter commented: surgery on may 9. Concerning the injuries reported in this case, the following one were reported via social media: fatigue, cramping, irregular periods, heavy and painful, mood swings, depression. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, abdominal distension and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events vitamin d deficiency, teeth falling out, teeth cracking, tooth pain and sore in mouth/ hurts to brush the teeth were added. Event medical device removal deleted and surgery added to abdominal pain lower. On 20-mar-2020: fu4 and fu5 were processed together. Reported added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("fatigue"), abdominal pain lower ("cramping"), menstruation irregular ("my periods started becoming irregular"), dysmenorrhoea ("my periods started becoming irregular heavy and painful"), mood swings ("mood swings"), depression ("depression") and abdominal distension ("bloating") and was found to have weight increased ("extra pound"). The patient was treated with surgery (vag hysterectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, abdominal pain lower, menstruation irregular, dysmenorrhoea, mood swings, depression and weight increased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, fatigue, medical device removal, menstruation irregular, mood swings and weight increased to be related to essure. The reporter commented: surgery on may 9. Concerning the injuries reported in this case, the following one were reported via social media: fatigue, cramping, irregular periods, heavy and painful, mood swings, depression. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, abdominal distension and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. This case was upgraded to incident from other event. New events were added: medical device removal, bloating and extra pound. Reporter information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.